Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the sfr was inserted into the proximal end of the rebar 18, but after multiple attempts, it could not be advanced. This issue was not encountered for the first time. Considering patient safety, the operator replaced it with a new sfr, which was successfully inserted, and the procedure was completed smoothly. The vessel was not tortuous. Stroke onset to reperfusion time was 8 hours. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the model and lot number of the rebar 18 are unknown. The cause of the resistance was identified as an inability to insert into the hub. A continuous saline flush was administered and maintained as indicated in the IFU. No kink or damage was observed on either the catheter or the pushwire of the solitaire device. It is presumed that the tip of the solitaire sheath was secured into the hub of the microcatheter.

Manufacturer narrative:
Product analysis #(B)(4):¿equipment used: video inspection system (m-81805), 203cm ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿drawing(s) referenced: n/a ¿as found condition: the solitaire fr 6-30 stent device was returned for analysis still within its introducer sheath, inside a sealed biohazard bag, and inside a shipping box. The reported rebar 18 catheter was not returned with the solitaire device. ¿damaged location details: the solitaire fr 6-30 stent finger markers were examined inside the introducer sheath. The introducer sheath was inspected, and no damage was noted. All finger markers were correctly aligned, and no damage was noted. The stent¿s working and non-working length struts were damaged. The glue domes outside the proximal marker were damaged. The marker coil was in good condition. No kinks or bends were observed on the pusher wire. No other anomalies were observed. ¿testing/analysis: the solitaire fr 6-30 stent device was pushed out from its introducer sheath without difficulty. Due to damage, the returned solitaire fr 6-30 stent device could not be used for resistance testing. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery¿ and ¿stent stuck in catheter hub¿ report was confirmed, as the glue domes outside the proximal marker and the working and non-working length struts of the returned solitaire fr 6-30 stent device were damaged. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the reported rebar 18 catheter hub, encountering resistance. The likely cause of the resistance could be the incompatibility between the returned solitaire fr 6-30 stent device and the reported rebar 18 catheter, which has a labeled inner diameter (ID) of 0.021 inches. Per the solitaire fr instructions for use (IFU): ¿solitaire fr sizes sfr-6-xx (all lengths) should be introduced only by means of a 0.027-inch microcatheter inner diameter.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.